Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00641 thru 3012447612-2018-00645.

Event description:
It was reported that the following issues happened during a procedure: the closure tops popped out of the mating pedicle screws during rod manipulation, a reducer would not allow a driver to pass through it, and the final drivers were difficult to remove from the closure tops after reduction. The procedure was successfully completed using all of these items. There was a delay greater than 30 minutes in length, but there were no reported patient impacts. This is report one of five for this event.

Manufacturer narrative:
Additional information: (ethnicity). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the following issues happened during a procedure: the closure tops popped out of the mating pedicle screws during rod manipulation, a reducer would not allow a driver to pass through it, and the final drivers were difficult to remove from the closure tops after reduction. The procedure was successfully completed using all of these items. There was a delay greater than 30 minutes in length, but there were no reported patient impacts. This is report one of five for this event.